Manufacturer narrative:
No devices or photos were rec'd; therefore the condition of the components is unk. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The product history search performed did not find any other complaints against the part and lor combination. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Event description:
It is reported that the patient is experiencing failure of the knee. No further details have been provided.

Manufacturer narrative:
Updated information received that the patient was revised on (B)(6) 2015. Revision operative notes were not received but it was reported that the patient was revised due to pain and loosening of the tibial plate. A product history search revealed no additional complaints against the related part and lot combination. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Primary and revision surgical notes were received. There is no change to the conclusion of the previous investigation reported.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient was revised due to pain and a loose tibial component.